Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
During in-clinic follow-up, events of myopotential oversensing were noted on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.